Event description:
The customer observed a higher than expected vitros tsh quality control result for a single non-vitros mas qc sample when using vitros tsh reagent on a vitros 5600 integrated system. Mas control result: 0.543 miu/l vs expected 0.26 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no patient samples were in question for vitros tsh over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh quality control result was obtained for a single non-vitros mas sample when using vitros tsh reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, a pre-analytical sample mix up, a transient vitros 5600 system or reagent issue cannot be ruled out as contributing factors to the event.